Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction: section h1 was inadvertently reported incorrectly in the initial report which has been corrected in this report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, that decision was made to explant rfa impella cp and escalate to axillary 5.5 for additional support due to low co/cpo and unstable position.